Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "fiber optical sensor error" issue. The fse cleaned the fiber optic module and found no errors in module or biomed fiber optic catheter. The fse performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optical sensor error. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.